Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there was an intermittent shocking sensation and there were reported patient falls and a car accident that could be related to the issue. The patient had lost her patient programmer and was unable to check the implantable neurostimulator (ins) with the patient programmer. The patient also had issues connecting with the patient programmer in the past. It was noted that the patient had fibromyalgia. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included arachnoiditis.